Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level was running high since she got sick 4 weeks ago. Customer's blood glucose level was over 400 mg/dl but under 500 mg/dl. Her site came out and she did not realize it. The customer also experienced low blood glucose levels. She treated her blood glucose level with manual injections and boluses. The insulin pump alarmed low reservoir and auto off. The device was not returned.